Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide lens is peeling off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair of poor movement of the forceps elevator. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that adhesive of the light guide lens is peeling off. This medwatch is being submitted for the reportable issue of the adhesive of the light guide lens peeling off as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. It is expected that the user facility receive instruction/reinstruction regarding how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.